Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 11 days. Manufacturer's investigation conclusion: the reported event of alarms associated with no power to the black lead, a yellow wrench alarm, and a pump stop was confirmed during the investigation of the returned system controller, (B)(4). The event log collected from the returned controller contained approximately 30 minutes of patient data on (B)(6) 2018 from 10:31pm to 11:01pm, per the time stamp. Throughout these events the pump speed was recorded at 0 rpm and lvad off, loss of lvad communication, low flow, controller internal fault, and power cable disconnect alarms were active. The controller internal fault corresponded to both of the controller's fuses being damaged. The black power cable was disconnected throughout the log file while the white power cable remained connected to battery power. The collected periodic log contained approximately 23 days of patient data from (B)(6) 2018, per the time stamp. The log file was unremarkable until a driveline communication fault was recorded on (B)(6) 2018 at 5:53pm. In the remaining events between 6:53pm and 10:53pm the pump speed was recorded at 0 rpm and lvad off, loss of lvad communication, low flow, controller internal fault, and power cable disconnect alarms were active. The controller internal fault corresponded to both of the controller's fuses being damaged. The returned system controller was connected to laboratory test equipment, the test power module continuously alarmed, and communication was unable to be established with the test system monitor. The controller's power cables were replaced with test cables, the controller was connected to the test equipment, and communication was successfully established with the system monitor. The system monitor showed that both of the controller's fuses were damaged. The fuses were replaced without issue and the system controller was found to function as intended with the test power cables installed. Visual inspection of the power cables returned with the controller revealed that the black power cable strain relief was damaged at the controller housing. Resistance measurements indicated that the power and ground wires in the black power cable were electrically shorted. The damaged area of the black power cable strain relief was removed and visual inspection revealed that two of the wires were completely severed and that the insulation of both power wires and both ground wires was significantly damaged, exposing the conductors. The exposed conductors of the power and ground wires were making direct contact, resulting in the measured electrical short. The damaged fuses in the returned system controller would have prevented it from powering a pump. How the fuses were damaged was unable to be conclusively determined during the investigation of the controller; however, it was reported that a visible break was noticed on the patient's driveline and that when the patient bent the driveline all the way in half at the fracture site the lvad stopped functioning. An electrical short in the driveline would have the potential to damage the controller's fuses. The report of alarms associated with no power to the black lead can be correlated to the damaged wires observed in the controller's black power cable. It was reported that the patient underwent a pump exchange on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient felt a tug on the driveline and did not change the driveline anchor. Afterwards, patient noticed that the system controller was alarming, their dressing was detached, the anchor was all the way off, and the lvad was continuing to alarm. Reportedly, the lvad was functioning reportedly at this time. The patient then changed the dressing, but not the anchor. The patient saw a crack approximately 1 inch from the exit site. The patient took the driveline in their hand, and bent it all the way in half at the fracture site, so that they could clearly see what was wrong with it. It was reported, at this time that the lvad stopped functioning intermittently. System controller was alarming no power to black lead and connect power source. Power sources and system controllers were exchanged however alarms continued. Patient was transported to the hospital. Pump stoppage occurred during transport. On admission, the patient was placed on heparin and started on inotropes. The patient underwent a pump exchange on (B)(6) 2018.